Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The device was not explanted and therefore no product was available for investigation. The heartmate 3 lvas instructions for use (IFU) lists sepsis and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the heartmate 3 lvas patient handbook provide care instructions in regards to preventing infection. The IFU provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received reported the bleeding event was not a gi bleed. The source of the bleed was never confirmed but suspected to be related to septicemia and disseminated intravascular coagulation (dic). The device was not explanted.

Manufacturer narrative:
Approximate age of device - 14 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transfused 6 unit packed red blood cell (prbc) for hemoglobin 7.3 g/dl. On (B)(6) 2018, the patient¿s argatroban was placed on hold for inr 7.1. The patient was given 5 fresh frozen plasma and rechecked inr. The patient was also given 3 units cryo. There was no coumadin present. The patient¿s gastrointestinal (gi) bleeding was due to acute blood loss anemia. The administration of blood products was ongoing. The patient was given kcentra. At the time of the event the patient was taking aspirin and argatroban. On (B)(6) 2018, the patient received 1 unit of prbc due to high pressor requirements overnight and high minute ventilation. The patient¿s lactate dehydrogenase (ldh) increased and received 1 unit of prbc. This episode seems to resolve, but the patient required more blood on (B)(6) 2018 in the setting of acute blood loss during ECMO initiation. The patient then had a third bleeding event that started on (B)(6) 2018 that surrounds septicemia and disseminated intravascular coagulation (dic), this was ongoing at time of death. The patient was diagnosed with an ischemic bowel on (B)(6) 2018 and it was determined that the patient was not a surgical candidate. The family then decided to transition patient to comfort care and the patient expired on (B)(6) 2018 due to septicemia. The actual source of bleeding was not determined and was related to the septic shock/dic. No additional information was provided.

Manufacturer narrative:
Section date rec¿d by MFR: the manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient underwent a bronchoscopy and was found to have thick white and yellow discharge in the left and right lower lobes of the lungs. White blood cells were uptrending each day. The infectious disease (ID) department made daily changes to antimicrobials. On (B)(6) 2018 a computed tomography (CT) scan showed progressive consolidative changes in the left lower lobe, which brought into question a potential lung abscess. White blood cells peaked and then trended down over next couple days. On (B)(6) 2018 sputum cultures was positive for serratia and herpes simplex viruses (hsv). Hsv was not considered significant and was not treated. A transesophageal echo (tee) showed no vegetation. Lactic acid was reported to be elevated. A repeat CT showed a pulmonary embolism (pe), and pneumonia with increased necrosis and areas of cavitation, pneumatosis. A chest x-ray showed worsening left basilar pneumonia. On (B)(6) 2018 gastroenterology was consulted for lactic acidosis/pneumsatosis. The patient's bronchial right-sided blood cast was removed. On (B)(6) 2018 stress steroids were given vasopressor requirements. On (B)(6) 2018 a CT of the thorax showed bronchiectasis, increasing cavity size of the left lung, and opacification of the right lower lobe. A sputum culture shows serratia marcescens. It was reported that sepsis was worsening and the patient had increased pressor requirements. On (B)(6) 2018 the patient was found to have disseminating intravascular coagulation. A bronchoscopy showed purulant secretions, and friable erythematous mucosa with some exudates was present which was concerning for tracheobronchitis. The right lower lobe bronchi showed necrotic tissue producing 100% collapse-occlusion. The patient had a colonoscopy that showed ischemic colitis, and was therefore not candidate for surgical intervention. On (B)(6) 2018 the patient was transitioned to comfort care, the lvad was stopped, and patient expired.